Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a sensor detached issue. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness. The client regained consciousness and was given sugar water and a piece of fruit. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.